Event description:
A consumer called to report that she received 2nd degree burns to her face while using the personal steam inhaler. Medical intervention was sought for her injuries. Kaz has requested that the product be returned to our company for lab analysis.